Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. Suspected cause was due to a correction bolus delivered was too large as the correction factor required adjustment. Customer consumed glucose tablets and trail mix to address bg. Customer was working with healthcare provider to adjust correction factor.